Manufacturer narrative:
Suspect medical device has been updated with product information. D6a implant date has been added. C2/d10 concomitant devices was updated. B3 date of event: the exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir migrated to the space of retzius. There were no patient complications reported.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir migrated to the space of retzius. There were no patient complications reported.